Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed: at visit 1, right total hip arthroplasty exhibits loosening and pullout of cemented acetabular cup along dislocation of the femur. Risk factors for loosening include deficiency of the superior acetabular roof, acetabular cup abnormal steep lateral angle of inclination and reduced bone mineral density. Acetabular cup abnormal steep lateral inclination is risk factor for artificial hip joint dislocation. At visit 2, right total hip arthroplasty with superior augment exhibits disassociation with constraining liner ring dislocated laterally and dislocation of the femur. The acetabular cup lateral angle of inclination is noted to be steep at approximately 51 degrees, which is a risk factor for polyethylene wear/fracture of the liner and artificial hip joint dislocation. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient underwent a hip revision due to a failed, broken liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; b7; d6a; g3; h2; h4; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient underwent a hip revision due to a dislocation, acetabular implant breakage, and liner failure. The constraining ring component of the liner came off. A new bearing and cemented shell were implanted. Attempts have been made and no further information has been provided.